Event description:
The customer reported that when the pencil was activated to a hemostat to stop a bleeder, a flame occurred at the tip of the pencil. The flame was extinguished immediately and the pencil removed from use. Another pencil was used to complete the procedure. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of initial report: 04/14/2015. The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.